Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was requested to be returned but has not been provided by the customer; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that at an unspecified time on the day of the implant of a transcatheter bioprosthetic valve, with this delivery catheter system (dcs), a stanford type b aortic dissection occurred. Conservative treatment was performed. No additional adverse patient effects were reported.